Event description:
The infusion pump assembly was bumped into while providing patient care and it alarmed that the two pumps on the right side of the brain had come disconnected, but upon a visual check no pumps had come disconnected. The brain turned both of the pumps off. All pumps at this facility are affected (approximately 1,000+). This facility has been working with the manufacturer on this and many other issues associated with this device. The large volume infusion pumps have been in place for one year and partial implementation of smaller pumps (eg: syringe pumps) began mid-year this year. However, the remaining phases for implementation have been halted due to the number of concerns and the potential for patient harm that they present. Accurate and dependable IV infusion in the pediatric population is critically important. Due to the nature of the critically ill pediatric patient and the volumes of medication that they receive (relatively small doses), small delays and interruptions such as these problems cause can create critical situations for the patient which require additional monitoring and/or medical intervention. The manufacturer has been notified of these problems but has not provided an adequate solution to the problems. The hospital has been using carefusion large volume pumps model 8100 and pca pumps model 8120 since (B)(6) 2014. In (B)(6) 2015, the carefusion syringe pumps model 8110 were implemented. There are two phases to this implementation. The first phase is for administering less critical drugs. The second phase includes the following drugs. Amiodarone, epinephrine, esmolol, nicardipine, nitroprusside norepinephrine, phentolamine, phenylephrine, and vasopressin. The hospital has postponed phase 2 of the syringe pump implementation. There have been too many pump software and hardware faults experience during phase 1.